Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular lead exhibited oversensing of atrial activity that could in another patient, inhibit critical therapy. There were no reported adverse patient effects. The boston scientific crm technical services consultant suggested a programming revision, but at this time it is not known if a programming revision was done.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.